Manufacturer narrative:
(B)(4).

Event description:
The customer complained of an ongoing problem with qc for ise indirect na, ci for gen.2 tested on a cobas 6000 c (501) module. A field engineering specialist replaced the electrodes and attempted to condition the system. The customer ran calibration and qc, with high results. The field engineering specialist did not believe the qc results were "stabilize to normal." In a follow up service visit he found a problem with the ion selective electrode (ise) valves and replaced them. The customer ran calibration and qc with acceptable results. Following the service repair, the customer stated they repeated "all of their patients" and some corrected reports had to be issued. The customer did not specify how many corrected reports were issued. The customer provided the sodium results for 1 patient sample that was a reportable malfunction. The initial sodium was 148 mmol/l and the repeat sodium result following the service repairs was 142 mmol/l. On the day of event the customer stated qc was high, but when it was rerun it was within range. There was no allegation of an adverse event. The sodium electrode lot number and expiration date was requested but were not provided. Further investigation confirmed the field engineering specialist initial finding as the root cause.

Manufacturer narrative:
The customer stated that there have been no additional issues.